Manufacturer narrative:
The qa (quality assurance) investigation results were received on (B)(4) 2013. The product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. The product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. MFR's comment: the benefit-risk relationship of synvisc is not affected by this report.

Event description:
Right knee swelled up [joint swelling]. Could not walk [abasia]. Could not bend his knee [joint range of motion decreased] right knee pain [arthralgia]. Case description: spontaneous report was received on (B)(6) 2013 from a consumer (demographics not provided) initials (B)(6). The patient's medical history was significant for knee pain. On an unspecified date, the patient initiated treatment with synvisc (hylan-gf 20) injection, (route and dosage regimen not provided) in both the knees. The lot number of synvisc was not provided. On an unspecified date, following the second synvisc injection, the right knee swelled up so hugely and painfully that the patient could not bend the knee or walk. Later, the patient initiated treatment with cortisone injection to relieve the swelling. It was reported that the reaction was debilitating. The action taken with synvisc treatment was not provided. The outcome for all of the events was not provided. Concomitant medications were not provided. The intensity for all the events was not provided. The relationship between synvisc and the events of right knee swelled up, could not walk, could not bend his knee and right knee pain was not provided by the reporter.